Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Cause of the event was due to device. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm tmicl13.7 implantable collamer lens, -14.50/+4.0/092 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The lens was explanted due to an over vault. The lens was replaced with a shorter lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk ethnicity: unk race: unk date of event: unk explant date: unk work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).